Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication (conversion to open procedure) is due to use error. Both the surgeon and assistant acknowledged they had not been able to visualize the instrument tips to confirm before removal from the body cavity. The surgeon said that there was no unexpected movement of arm 4 or the lbg instrument which caused the injury, as well as no issues with the vision of the endoscope, which was attached on arm 3. It is unknown if there were collisions to arm 4 externally. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. If additional information is received, a follow-up MDR will be submitted. Per the da vinci xi instruments and accessories user manual, the following is noted for instrument removal: "caution: removing instruments during a procedure should be performed very carefully and only when the surgeon console operator is informed of the removal and has the instrument in full view. Before removing an instrument ensure that the tips are not grasping tissue." Additionally, per the da vinci xi system user manual, the following is noted for instrument removal: "caution: removing instruments during a procedure should be performed very carefully and only when the surgeon console operator is informed of the removal and has the instrument in full view. Do not remove the instrument if it is not in view." A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. Additionally, there were no errors seen in the logs that would suggest non-intuitive motion. No image or video clip for the reported event was submitted by the customer to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right upper lobectomy procedure, the surgeon elected to convert to open surgery to control bleeding from the aorta. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred during the procedure.

Event description:
It was reported that during a da vinci-assisted right upper lobectomy procedure, after collecting the tissue with the tissue recovery bag, the instrument on the 4th arm of the system (right hand side) was no longer apparent in the visual field. Intuitive surgical, inc. (Isi) followed up with the or director and obtained the following information: the incident occurred about 110 minutes into the procedure. The long bipolar grasper (lbg) instrument, which was attached to arm 4, could not be visualized as it was hidden under residual lung tissue at the bottom of the screen. It is unknown if the instrument was grasping tissue at that time. The surgeon searched through the chest cavity and was not able to find the instrument (hidden in the visual field). The surgeon then instructed his assistant to remove the lbg instrument. The assistant removed the instrument resulting in a perforation injury to the aorta. The procedure was converted to open to control the bleeding. The bleeding point was identified, and pressure was applied with fingers to stop the bleeding. A cardiovascular surgeon joined the operation and hemostasis was secured. The procedure was completed via the open method. The amount of bleeding is unknown, but the patient was transfused with blood. There was no allegation of a malfunction of an isi product causing or contributing to this incident. No post-operative complications have been reported and the patient is currently recovering. The customer declined to return the instrument.